Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ID, age, dob & weight not provided for reporting. Additional product code: hwc. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the following implant was used in the surgery for radioulnar bone distal end fracture. Va-lcp buttress pin 1.8mm (part#: unk) during the surgery, surgeon tried to insert this pin at the far distal hole using the va technique, but he could not make a final tightening because this pin kept spinning idle. He completed the surgery without any insertion at this hole. The surgery was delayed (time unknown), and there was no adverse consequence to the patient. Concomitant material: 1x va-lcp drill sleeve 2.4 f/drill bit ø1.8. Complaint involves two parts. This report is 2 of 2 (B)(4).

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the following implant was used in the surgery for radioulnar bone distal end fracture. During the surgery, surgeon tried to insert the variable angle locking compression plate (va-lcp) buttress pin 1.8mm at the far distal hole using the va technique, but he could not make a final tightening because this pin kept spinning idle. He completed the surgery without any insertion at this hole. The surgery was delayed an unspecified amount of time, and there was no adverse consequence to the patient. Concomitant device reported: 1.8mm universal va locking drill guide (03.110.000, lot number unknown, quantity 1).

Manufacturer narrative:
Device was not returned without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.